Manufacturer narrative:
A review of tickets was performed for reagent lot number 01412be00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of field data for lot 01412be00, using the number of standard deviations to the cut-off for the negative populations and the median values, determined the likely cause lots are within their established limits and comparable to the values of other architect hiv ag/ab combo reagent lot numbers. Reactive rates for lot 01412be00, only from customers that also perform blood donor testing, was reviewed and a repeat reactive rate of 0.11% was identified. Assuming a zero prevalence of hiv infection for the samples tested within the field the specificity is calculated to be 99.89%. This field data showed that reagent performance regarding specificity is acceptable. As review of applicable ida reports suggested that the performance is acceptable. A retained kit of lot 01412be00 was tested in a specificity setup and the reagent kit showed normal performance and no false reactive results were obtained. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect hiv ag/ab combo assay was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. (B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer observed a patient with a delay in surgery due (B)(6) architect hiv ag/ab results. The following data was provided (units of measure = s/co): (B)(6) 2019 initial result = (B)(6), repeat = (B)(6) repeat (B)(6) 2019 = (B)(6). Elisa result = (B)(6). The sample was sent to cdc for confirmation. The (B)(6) year old female patient had vaginal bleeding and was expected to have surgery on (B)(6) 2019 for uterine fibroids, however the surgery was delayed until reference laboratory results were back.